Event description:
It was reported that antitachycardia pacing (atp) therapy was delivered for a svt. The p-waves were being blanked and the ICD used the wrong rate branch discriminator. Av interval delta indicated vt and the device delivered therapy. Programming changes were made. No further information available.